Event description:
The customer reported: the surgeon was carrying out a radical nephrectomy when half way through the operation the silicone balloon became detached from the trocar shaft around the seal - "it appears the glue is failing to keep silicone balloon stuck to shaft." No patient injury reported. Patient current condition fine.

Manufacturer narrative:
DHR investigation did not show issues related to complaint. From the visual inspection stand point, failure mode reported "balloon detached from trocar shaft" could be confirmed since balloon got disengaged from the outer sleeve on upper part of it. Functional inspection not performed since the failure mode is not related to dimensional issues. Failure mode "balloon detached from trocar shaft" could not be duplicated with the current manufacturing conditions, root cause remains unknown, however, the MFR will continue to monitor and trend related complaints. Conclusion - there is no accurate code to describe the complaint was confirmed but the root cause is unknown.